Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/17/2015 device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged short battery life issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that available date range did not cover the complaint date due to continued customer use. Review of the available date range did not find any evidence of battery life issue. Battery voltage in the black box data was within specifications. Using the returned caps the pump powered up and functioned properly. A rewind/load/prime sequence was executed without any incidences. Electrical current draws were within specifications. Pump casing was opened and there was no intermittent connection or evidence of moisture intrusion.